Event description:
It was reported " battery percentage not accurate causes pump to die and having to reset". There was no adverse impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.